Event description:
It was reported that the user experienced a rapid rise in blood glucose while using the ilet with an inset 23" infusion set; after approximately three hours the user replaced the set and glucose stabilized, and the removed set showed blood at the site without a bent cannula and had been placed in an area with significant scar tissue. Investigation included complaint handling and user troubleshooting. Further investigation of this case revealed that infusion site factors, including placement in scar tissue and local bleeding, could have contributed to impaired insulin delivery. The user's symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization, no medical intervention beyond set replacement, and recovery after troubleshooting and education. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear, and device function could not be fully evaluated without the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.